Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A visual inspection identified that the tubing was separated from the pip of the drip chamber. Upon closer inspection it was found that this was the result of low insertion. The cause of the low insertion was determined to be an assembly issue during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flogard IV solution administration sets tubing disconnected from the chamber when the device was being primed with normal saline. There was no patient involvement. No additional information is available.